Manufacturer narrative:
The field service engineer (fse) visited the site and evaluated the system due to the reported event. The fse recalibrated flap polynomial and checked energy on the system. Surgery support was provided on 4 cataract case, and no issues were observed. Flap thickness was much better, and the surgeon was happy with the outcomes. System was tested and verified to meet specifications prior to departure. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event can be attributed to the system energy calibration. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported corneal flap thickness significantly greater than set value during a bilateral lasik procedure. Reporter indicated the flap thickness was set at 110 microns, and no apparent issues during docking or laser transmission. Pachymetry was performed and flap thickness was determined to be approximately 150 microns on each eye. Reporter noted no negative effects to patient expected due to patient having a thick cornea. Upon follow up, the patient is reported to be doing good. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.